Manufacturer narrative:
The field service engineer found crystals forming in the reaction cells of all c 702 analyzers on the same analyzer line.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cholesterol value of 16.920 mmol/l. The sample was repeated twice, resulting in values of 2.978 mmol/l and 2.97 mmol/l. The cholesterol reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The customer started using sleep mode on the analyzer when it was in stand-by and the customer confirms the accumulation of crystals on the cuvette edges has been reduced after implementing the sleep mode.